Manufacturer narrative:
Medtronic received the following information from the journal article entitled; open and endovascular thoracic aortic repair in patients with end-stage renal disease. Tsubota h, sakaguchi g & marui a. Interactive cardiovascular and thoracic surgery 29 (2019) 761¿765 doi:10.1093/icvts/ivz163. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non-mdt stent grafts¿ were implanted in the endovascular treatment of descending thoracic aortic aneurysms. The valiant stent grafts were reportedly implanted into zone 1 of the aorta. The following adverse events were observed: stroke, respiratory complications, pneumonia, re-intubation and aortic rupture. Patient deaths were also reported, there was no causal link that the valiant stent graft caused or contributed to the deaths.